Manufacturer narrative:
Samples received: 2 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 1,512 units of this code-batch. There are no units in our stock. We have received two closed samples and one open and used sample. The needle of the open sample received is broken and shows marks of needle holder or other surgical instrument near of needle attachment area as can be seen in enclosed picture. Therefore, the needle has been damaged during handling and broke most probably due to wrong handling. On the other hand, we have tested the needle attachment strength of one of the closed sample received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.34 kgf in average and 0.337 kgf in minimum (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). Furthermore, needles of the other closed sample received have been tested for bending strength and results are into the current range for these needles: 0.928 nxcm and 0.941 nxcm in minimum. Current minimum bending strength for these needles: > 0.756 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third to one-half of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: the needle received of the open sample received showed a damage in the attachment area caused by a wrong handling. However, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the open sample received.

Event description:
It was reported that there was an issue with optilene suture. The client reported that the needle is detached from the thread during surgical anastomosis (bypass surgery; endogenous tissue). There was no delay and the patient outcome was good. There is no patient data available due to privacy protection.